Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the softclix plus device. No accidental stick occurred. No adverse event reported. Device was returned and replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.